Event description:
Account reported that a patient identification was matched to the incorrect glucose result. Upon investigation, the field service representative found the account's lis was producing a duplicate patient identification, causing the mismatch.